Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-nov-2017 with the following findings: a review of the black box showed evidence of a sudden drop in voltage resulting in a low battery warning, and replace battery alarm. The pump was unresponsive with no audio tone or vibratory alarms, and the display remained blank. The battery cap was unable to fully tighten. Moisture was found in the battery compartment. A leak was found in the battery compartment. The pump case was removed to find no evidence of additional moisture inside the pump. The temperature related issue was not duplicated during investigation. The pump was unresponsive due to moisture contamination.